Event description:
It was reported that during clinical follow-up check of the lead that is being monitored for previously known externalized conductors, low pacing lead impedance was observed. The decision was made to cap the lead and was replaced successfully. The patient condition was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.